Event description:
It was reported that the patient had a groshong catheter implanted in (B)(6) 2019. On (B)(6) 2019, when the catheter was flushed with saline solution after administration of the fat emulsion, a drop was found near the connection of the connector. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Both lumens of the returned sample were flushed with a 12 ml syringe of water and a spraying leak was observed near the distal end of the bifurcation when the white lumen was flushed. In handling the sample, the catheter was observed to kink easily just distal to the bifurcation. A microscopic observation revealed a small, longitudinal split in the catheter just distal to the bifurcation. The edges of the split were observed to be rough but mostly straight. The fracture surfaces were observed to be flat and granular. The surface of the catheter near the split was observed to be less lustrous than the surrounding surfaces, and indentations and slight wrinkling were observed near and at the split site. The shape, location, and observed physical characteristics of the split in the catheter, and the material surrounding the split, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted in (B)(6) 2019. On (B)(6) 2019, when the catheter was flushed with saline solution after administration of the fat emulsion, a drop was found near the connection of the connector. There was no reported patient injury.